Event description:
It was reported that while the patient's controller was charging, it began to overheat and the screen on the controller cracked. The patient was using an insulet supplied charging cable, at the time of the event. The patient's blood glucose level rose to about 300 mg/dl. Medical attention was not required. The patient's controller was replaced.

Manufacturer narrative:
The case description states that the user's controller was overheating and it has a crack on the back of the controller and on the screen. The engineering logs from the date of occurrence were overwritten due to continued use of the system. Inspection of the available engineering logs from 13mar2026-16mar2026 found that the battery temperature of the device remained within operating limits for the duration of use. No evidence of thermal damage was observed to the controller. It could not be determined if the device was overheating during use on the date of occurrence. The exact cause of the reported overheating event could not be determined. Inspection of the returned controller found a crack on the back of the controller and on the screen. The controller was able to pass all adb testing and found no issues with the display or functionality of the controller despite the cracks. It could not be determined when or how these cracks occurred. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.